Event description:
During a routine change of sensor, the recycled pulse-ox probe was reading "no sensor." The nurse then placed a different probe on the exact same area on the patient and the patient's oxygenation was 100%.======================manufacturer response for remanufactured neonatal-adult spo2 sensor, nellcor (per site reporter).======================left a message with representative.